Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of peritonitis patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On an unreported date in 2004, the patient began treatment with dianeal pd4 ambuflex and extraneal viaflex therapies (doses, frequencies, and lot numbers not reported), intraperitoneally (ip) for peritoneal dialysis (pd). The action taken with the dianeal and extraneal therapies was not reported. During a call with baxter customer services (bcs), the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. The cause of peritonitis was not reported. On an unreported date, the patient was started on unspecified antibiotics for peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. Outcome: recovering.

Manufacturer narrative:
(B)(4). This complaint for a use error - breach in aseptic technique issue and peritonitis is confirmed, because the nurse reported break in aseptic technique by patient. The cause was undetermined. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The product code is unknown, therefore suspect device info and 510k number are unknown.